Manufacturer narrative:
Update rec'd 2/1/2016: litigation received. Litigation alleges pain, numbness, and increased metal ions. Doi was provided. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 2/5/2016. (B)(4). Depuy still considers this investigation closed at this time

Event description:
Update rec'd 2/1/2016: litigation received. Litigation alleges pain, numbness, and increased metal ions. Doi was provided. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 2/5/2016.

Event description:
Asr revision. Asr resurfacing - left hip. Reason for revision: patient was revised with an asr (left tha), after CT scans showed two large fluid pockets at the greater troch bursa and illisoas bursa. Head and cup removed, stryker mdm reimplanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.